Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an underdose was. The patient experienced severe back pain, swelling in the legs, and also feels like the pump is "leaking." The drug used in the pump at the time of the event was morphine.